Event description:
The pt's spouse called with a question. While on the telephone they mentioned that pt has been in a hypoglycemic coma for three years now and they didn't have details surrounding the event. They think they threw the suspect device away, but aren't sure. They had a meter that could have been in use at the time. They said pt did test before going to bed and received a result of 78 mg/dl. They said pt never woke up and was taken to the hosp where their glucose was 10 mg/dl. They said pt has been through extensive treatment and is still comatose. The potential suspect device was replaced with new product and then authorized for returned to the manufacturer for evaluation.